Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 8/25/2014 medical records received for left hip. Patient was revised to address pain. Upon revision, abundant cloudy fluid, a speudomembrane with green gray-looking material in the capsule, and corrosive black material at the taper which was removed and cleaned with a brush were noted. The stem remained in situ, upon which a ceramic head was implanted. The sleeve is being added to the complaint. This complaint was updated on 9/8/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Bilateral patient. Litigation alleges that patient has elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 03/03/2014 - sales rep reported revision surgery of the right hip. Patient's right hip was revised to address pain. Adapter sleeve added to complaint. This complaint was updated on: 03/25/2014.